Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient alert sounded, and the right ventricular (rv) lead exhibited noise, high/undefined impedances, and a possible fracture. The lead was cut, capped, and replaced. No patient complications have been reported as a result of this event.